Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported an adhesive issue on his/her mother's adc freestyle libre sensor after 4 days of wear. Caller reported noticing the customer's sensor partially coming off and that the sensor tip was bent. Caller further reported that on (B)(6) 2018 the customer was asymptomatic but needed to measure her blood glucose level with an unspecified blood glucose meter. Customer further reported treating themselves with insulin (dose/type unknown) and having contact with a hcp and also receiving insulin treatment (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
Caller reported an adhesive issue on his/her mother's adc freestyle libre sensor after 4 days of wear. Caller reported noticing the customer's sensor partially coming off and that the sensor tip was bent. Caller further reported that on (B)(6) 2018 the customer was asymptomatic but needed to measure her blood glucose level with an unspecified blood glucose meter. Customer further reported treating themselves with insulin (dose/type unknown) and having contact with a hcp and also receiving insulin treatment (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Dhrs (device history review) for the freestyle libre sensor kits within expiration at the time of complaint, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the reported complaint and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.